Event description:
It was reported the patient received inappropriate shocks, and the lead appeared to be broken. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic depression, and a white substance was present.